Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to pair with the ilet despite correct sensor code entry and multiple troubleshooting steps, including switching cgm type settings, restarting the sensor, re-entering the pairing code, and attempting to pair a new sensor. Symptoms included no reported adverse clinical effects and no changes in blood glucose. Outcomes included no injury, no medical intervention, and continued use of fingerstick or existing glucose data as needed. Investigation included technical support review and user-guided troubleshooting. Investigation of this case revealed an unresolved pairing failure between the cgm and the ilet without evidence of device damage. It was concluded that the event was a device communication or connectivity issue with no patient harm and that replacement of the cgm sensor and continued monitoring were appropriate.